Event description:
A confirmed motor stall was noted in the event logs. The motor stall was caused by the patient having magnetic resonance imaging (MRI). The MRI was done (B)(6) 2015 after the pump was interrogated there was no motor stall recovery. The pump was re-interrogated and the pump did show a recovery. The pump was used to deliver lioresal. Patient symptoms and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received reported the cause of the event and the patient outcome were unknown. Troubleshooting/interventions to resolve the event was reported as pending; however, no further details were provided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).